Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure, when the right ventricular lead was positioned at the apex, the artery got puncture due to which there was loss of blood and the case got abandoned. The patient was stabilized.

Manufacturer narrative:
Analysis was normal. No anomalies were found.